Event description:
The manufacturer was contacted in reference to a rep dream station device. The manufacturer received information alleging the filters are turning black, the patient is worried they are likely inhaling particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.